Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, serial/lot #: (B)(6). G2: foreign country: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an error 10 while transferring images from the ziehm.

Manufacturer narrative:
H3: logs were received and software analysis was completed. There was only one session of application logs present of the issue date. The message ¿error code 010: contact medtronic navigation technical support.¿ was displayed to the user when the exam received from scanner was not valid. The session captured the site tried to transfer the image 2 times and both the times logs had errors when the exam was transferred. The exam would be considered invalid when it does not have valid attributes. As the scanner connected was found to be ziehm 3d rfd in both scans transfer, user might have selected wrong option in the imaging system and the received scan did not have the right attributes that the navigation system was looking for. The logs confirmed that user was in 'acquire images' task when the scan was received and the scan did not contain valid attributes. Error code 010 is shown when the transferred exam is not valid and logs recorded this evidence. There was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. Software analysis determined that there was no available to determine if a software anomaly occurred causing the reported event. Previously reported codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.